Manufacturer narrative:
A manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, seven years nine months of post deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast showed that the superior extent of inferior vena cava filter was at the mid-l2 vertebral body and inferior extent at inferior l3 vertebral body. A total of 6 prongs had perforated the inferior vena cava. Maximum distance prong perforated was 6 mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 09/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with phlegmasia cerulea dolans in the left leg and pre-trellis lysis. Approximately seven years and nine months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast revealed that the prongs had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.